Event description:
Caller reported an issue with their cgm, specifically an error denoted as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information to perform a complete pump reset and guided them through the process. After the reset, the pump did not display the error code again, and the caller was able to successfully start their sensor session.